Event description:
A report received from the USA stated an 840 ventilator experienced a device alert and subsequently stopped cycling. The ventilator was not being used on a patient at the time the event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).